Event description:
It was reported by the plaintiff's attorney that on an unspecified date a sparc was implanted in the plaintiff to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleged that, as a result of the implant, the plaintiff "experienced complications from the defective mesh requiring additional medical care" within months after the initial implant. It was also alleged that the plaintiff "suffered debilitating injuries from the synthetic mesh, including mesh erosion, hardening, chronic pain and worsening urination leading to the need to dangerous and serious surgery."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.